Event description:
It was initially reported to boston scientific corporation that an ultraflex covered ng esophageal stent was used during an esophagogastroduodenoscopy with stenting procedure on a patient. According to the complainant, during the procedure, they attempted to place the stent over a guide wire into the patient's esophagus, the catheter began to kink and lost its ability to accurately position the stent. Additional information provided by the complainant indicated that the stent remained constrained in the sheath and did not deploy. This device was removed and the procedure was completed using an unknown competitor's device. There was no report of patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; partial stent deployment.

Manufacturer narrative:
The condition of the returned unit was not consistent with the initial complaint information. A visual examination of the returned device found that the blue pull ring had been retracted and approximately 4mm of the proximal edge of the stent was deployed. This retraction of the pull ring may have occurred due to severe bending of the device. There were no kinks visible along the length of the device. The recommended 0.035" size guidewire was inserted in through the tip and wire lumen with no restrictions noted. A review and analysis of all available information fails to indicate a root cause or probable root cause, therefore, the root cause is undeterminable. The device history record (DHR) of the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed that no additional complaints have been recorded for this lot.